Event description:
It was reported by an epileptologist that a vns pt was having increased seizures above pre-vns baseline. The pt usually has 1-2 clusters but the increase has been about 6 seizures in a cluster. Diagnostic settings were performed and the results were within normal limit. There has been no medication or programming changes since the increase in seizures occurred. The possible cause of increase seizure is not known by the treating neurologist.